Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary evaluation was performed. A review of the downloaded error logs confirmed that a single occurrence battery alarm was triggered when the battery was empty, causing the unexpected restart. The investigation was not able to reproduce the customer issue and the device was shipped back as "no fault found". (B)(4).